Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced refractory peritonitis. It was reported that the patient was not treated with any medication for the event due to advance age. It was further reported the patient experienced sepsis. The cause, of the events, hospitalization, patient outcome and action taken with pd therapy were not reported. It was reported that the patient passed away. The cause of death was due to sepsis. An autopsy was not performed. It was not reported if the patient has recovered from peritonitis or if pd therapy was ongoing prior to or at the time of death. No additional information is available.

Manufacturer narrative:
B2: the correct date of death was (B)(6) 2023. B5: upon follow-up, it was reported that the patient experienced cloudy effluent and slight fever on the same day as the peritonitis onset. Approximately two months after the event onset, the patient was treated with ceftazidime (1g, once daily, intravenous, discontinued after 2 days) for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.